Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during the implant of a 23 mm sapien 3 valve by ta approach in aortic position, no bav was performed and at the end of valve deployment (4 seconds of full inflation) in a very calcified annulus, the distal part of the certitude catheter burst. The valve was fully deployed and certitude delivery system was retrieved without issues. Patient is doing well. As per medical opinion, the balloon burst due to calcification.

Manufacturer narrative:
The certitude delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection, a longitudinal balloon burst was observed. No balloon pieces appear to be missing. There were no other abnormalities. No relevant functional testing was able to be performed due to the condition of the returned device. Single wall thickness measurements were taken along the tear in the balloon to ensure that the wall thickness of the material was within specification as a thin wall could contribute to the observed burst and could be indicative of a manufacturing nonconformance. Measurements were taken along the longitudinal tear on each side. The balloon single wall thickness measurements are within specification. The complaint for ¿balloon ¿ burst¿ was confirmed through visual inspection of the returned device. No manufacturing non-conformances were identified in the returned product as dimensional analysis revealed the balloon wall thickness met specification. Additionally, a review of manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. A detailed root cause analysis for similar balloon burst complaints in returned devices has been summarized in an edwards technical summary. The technical summary provides a rationale as to why it is unlikely that a product or manufacturing defect contributed to this type of event, including factors for why deployment of balloons on thv delivery systems and balloon catheters are subject to increased risk of burst in a calcified annulus. Analyses of these types of ruptures indicates that they are typically caused by interaction with calcification on the native aortic valve and/or annulus. Per the description of the event, the patient had a ¿very calcified¿ annulus, which can contribute to a balloon burst. Additionally, the complaint description stated that the doctor ¿thinks the balloon burst could be due to the calcification.¿ since the occurrence rate does not exceed the february 2018 control limits for the trend category, ¿balloon burst,¿ no corrective or preventative action is required.